Event description:
It was reported that there was undersensing on the rv (right ventricular) lead and no sensing on the atrial lead. Both leads were e xplanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314drg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).